Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that clear, foreign liquid came out of 3 bd veo¿ insulin syringes with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "parent reported when she was setting up to give her son his injection, she pushed on the plunger rod and "clear liquid came out of barrel onto needle. Stated, she had never seen that before and did not use the syringes."

Event description:
It was reported that clear, foreign liquid came out of 3 bd veo¿ insulin syringes with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "parent reported when she was setting up to give her son his injection, she pushed on the plunger rod and "clear liquid came out of barrel onto needle. Stated, she had never seen that before and did not use the syringes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.